Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.7, second test inr = 2.5, mean = 2.1; sd = 0.56; %cv = 27%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Caller didn't provide strip lot number after ts requested. Products will be tested when returned.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.7, second inr = 2.5.